Event description:
The lead was explanted when the pt came in for a routine 12 month follow-up (12 mfu). There were 7 fib episodes because of myopotential sensing recorded, one of which led to an inappropriate shock. The inadequate detection was reproducible through certain arm movements. The sensing, pacing and threshold values measuredby the lead during the 12 mfu were okay.